Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant medical products- part: 110017104 name: g7 finned 4 hole shell 54f lot: 3703149, part: 010000858 name: g7 neutral e1 liner 36 mm f lot: 3794200, part: 650-1065 name: cer option type 1 tpr sleve -3 lot: 843120, part: 650-1057 name: cer bioloxd option hd 36 mm lot: 100590.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown cup. Unknown liner. Unknown head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient is experiencing limping and is unable to put weight on their right hip approximately 5 months post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: sterile expiry date. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.